Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the communication error could not be identified. Based on the results of the investigation, the most likely cause was not established. A root cause for the foreign object events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. The foreign object events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During testing the service repair technician identified the device had white foreign objects in the air/water cylinder and air/water tube, as well as scope error e237. There was no patient involvement.